Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display issue with changes in color spectrum. The display is difficult to read and has turned purple in color. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/1/2013 with the following findings: visual inspection of the pump showed some cosmetic defects including worn keypad symbols. Investigation found that the device powered up to a dim and discolored verifying screen. Pump cover was removed, the display screen was replaced with a test display, and the test display screen was functioning properly.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.